Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately tortuous, and heavily calcified lesion in the mid left anterior descending artery. A 3.25x15mm nc trek rx balloon dilatation catheter (bdc) was prepared per the instructions for use without issues. The bdc was advanced; however, resistance with the anatomy was felt. Once at the target lesion the balloon was inflated 2-3 times at 16-18 atmospheres (atms). The balloon ruptured at 18 atms. The procedure was successfully completed with a non-abbott balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na.